Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response on up arrow button due to flattened and creased dome switch. The express bolus button, escape button, act button and down arrow button functions properly. The insulin pump has a minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.